Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). It was reported that the hcp was replacing the system. Initially, the rep was told they were replacing the pump because it was flipping, but now the hcp was going to relocate the pump to the patient's back. It was stated that they were in the operating room waiting for the patient to arrive so they could start the case. The hcp initially reported the event to the rep.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) and consumer regarding a patient who was receiving morphine 20 mg/ml at a dose of either 10.2 mg per day or 11.2 mg per day via an implantable pump for non-malignant pain. It was also reported the patient had his pump for headaches, which he had since he was (B)(6). The headaches had reportedly destroyed his life. It was reported there was a confirmed flipped pump under fluoroscopy. The event date was (B)(6) 2016. It was not known if there had been a suture/securing issue. Intervention had been completed; the pump was manually flipped back. No patient symptoms were initially reported. The cause of the flipped pump was not determined. Additional information was later received from a consumer on 07/11/2016. It was reported that following the patient's last pump replacement at the end of (B)(6), 48 hours later he had the worst pain in his stomach that he had ever had. The pain was constant, not located over the pump but on the left side of the body. It was in the center of his abdomen running from the bottom of his sternum to his belly button. It also hurt to touch. The patient also couldn't sleep, had to watch what he ate and had acid reflux. These symptoms were considered sudden in their onset. The patient reportedly just would eat brown rice and milk, felt weak like when you don't get enough to eat, felt weak all the time and barely had enough energy to get out of bed. It was getting to where he couldn't stand the pain anymore. Additional symptoms included that his stomach was constantly gurgling, his gas smelled really bad, and he was suffering. It was then noted the pump flips over. The patient's healthcare provider (hcp) had said she leaves the surgical intervention of suturing the pump back down as the last resort. The hcp had a hard time finding the pump because it was very deep as well. At the first refill post implant, the hcp reportedly "stabbed" the patient "about 50 times or so" before she realized the pump was upside down. Now, every time the hcp would refill the pump they had to flip it over. The reporter wasn't sure how fast the pump flipped upside down but did indicate it could happen as soon as the patient stands up. The patient had also had a gallbladder ultrasound, endoscopy to check his stomach and a CT scan of his intestines. No problems were found. The patient had an upcoming appointment on (B)(6) 2016. The reporter didn't know if the flipping motion had anything to do with their pain.

Event description:
Additional information was received from the consumer on 2017-jan-11. It was reported that complications with the patient's pump replacement surgery on (B)(6) 2016 were the cause of the issues which led to the second surgery on (B)(6) 2016. Within 48 hours of the first surgery, the patient had a pain in his sternum that kept getting worse. The hcp did not think it was due to the pump replacement surgery. He was referred to a gastrointestinal (gi) specialist and had diagnostics done, and nobody could find anything wrong. After a couple of months of going to the gi doctor, the patient thought that the hcp did something to his pump or something during the surgery that caused the issues. The hcp told the patient that the pump was flipping, and the patient wasn't informed about the pump being relocated in the second surgery. The patient noted that the pump was relocated and the hcp did some stuff to the catheter. After the second surgery, the patient felt better and 75% of the pain went away. The patient still experienced 25% of the pain, and the hcp did not ask him how his pain was after. The patient experienced increased pain after the surgeries because the dosage was decreased for both surgeries. His stamina and muscle tone decreased, he was constantly laying in bed, his depression went up and everything decreased. The patient never had back problems, but his back started hurting from laying in bed for so long. His pump sat on his belt line after the second surgery, and the skin would get irritated. The patient had to plead to get back to the 11.250 dosage that the patient had with his first pump which provided the most relief. The patient was at a dose of 15mg per day at one point, but a physician assistant started adjusting and got the dose to 11.250. The patient's hcp was concerned about the patient being at a lower dose. It was noted that the hcp arbitrarily took him down to some number starting at 8mg per day, and the hcp refused to go back up to 11.250mg per day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer patient. It was reported that the patient has surgery on (B)(6) 2016, the pump was moved from the front left side to the back left side and a new portion of catheter was placed. The patient reported immediate relief while waking up from anesthesia. The pain in the patient's stomach was essentially gone. The patient felt like it was the catheter segment that was causing them the pain. Post-operatively the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.